Event description:
Information was received indicating that during bench testing, a leak was detected on a smiths medical cadd cassette reservoir. No patient was involved in this event. No adverse effects were reported.